Manufacturer narrative:
The explanted devices were discarded by the medical facility.

Event description:
A report was received that a pt's precision system was explanted. The pt reported that she needed more back surgery and the device stopped working a few weeks before the surgery. The pt also reported she had inflammation around the wiring and increased pain. The pt is reportedly doing well.